Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The sram card and circuit breakers were in need of replacement. No further service information is available at this time.